Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type: catheter product ID 8781, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter, product ID: 8782, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2020, UDI#: (B)(4), product ID: 8781, serial/lot #: (B)(6), ubd: 30-jul-2023, UDI#: (B)(4), product ID: 8782, serial/lot #: (B)(6), ubd: 23-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer. Regarding a patient receiving medication via an implanted pump. The patient reported that they had an issue with the catheter not delivering the medication in march 2023. And then had a catheter revision in (B)(6) 2023. The patient stated, that when they put in the extender in the catheter, it had not helped at all. They were trying to get the pain coverage up higher, but that took away from the pain coverage in the lower back. The doctor then, did ¿a needle test withdrawal¿ in (B)(6) 2024. And they had a catheter revision in (B)(6) 2024, where they found a hole in the catheter by the pump and a kink further down the catheter. Per the patient, in (B)(6) of 2024, they would only get bolus relief if they were laying down, because the catheter had to be positional.